Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Broke in mouth¿.rotating bar fell out on removal of the head - oral-b [device breakage] there was a crack¿head stopped rotating - oral-b [device physical property issue] toothbrush¿burning smell - oral-b [device issue] case narrative: female consumer via e-mail reported that the oral-b toothbrush broke in her mouth, there was a crack, slight burning smell, the oral-b toothbrush head stopped rotating, and the rotating bar fell out upon removal of the oral-b toothbrush head. No injury was reported.